Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a laparoscopic total gastrectomy, the device fired in slow mode for the insertion port closure of esophagectomy. The resection could be performed half, but extrusion of the tissues occurred in the remaining once and the resection could not be performed. The resection of the remaining part was performed and there was no problem. There was no patient injury.